Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Trans-septal puncture (tsp) was completed using the versacross connect system and the trusteer was. The wds was prepared, advanced and deployed in the laa. Approximately 3.5 hours after release of the closure device, the patient became hypotensive, and a large pericardial effusion was noted in the right ventricle on transthoracic echocardiogram (tte). Pericardiocentesis was completed and 350cc of dark red fluid was removed to treat the effusion. The patient recovered immediately. The physician suspected a perforation occurred somewhere during the procedure. There were no further complications and the patient was discharged.